Event description:
During medex' in-house testing, the unit failed to alert load syringe plunger.

Manufacturer narrative:
During testing, the unit failed to alert load syringe plunger due to a broken retainer ii. Normally, this should cause the unit to alert load syringe plunger. However, the retainer was damaged in such a way that the pump failed to alert. Medex was able to confirm the issue and determine a cause. The unit was repaired and returned to the customer. No additional action is necessary at this time. Medex considers this MDR closed with this report.